Event description:
Furthermore, the patient went to their clinic and the device was reprogrammed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient complained of chest tightness, palpitations and bradycardia. The patient stated their self test heart rate was lower than the setting and beats were premature. The patient was advised to go to their clinic. The device remains in use. No further patient complications have been reported as a result of this event.